Event description:
It was reported that the patient presented in the clinic. Upon interrogation of the pacemaker, the device was found in backup operation. Device restoration was attempted but unsuccessful. The issue remained unresolved. The patient was stable throughout.